Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no damage. The event history log confirmed the occurrence of primary audible alarm error. Functional testing was able to replicate the reported issue. The root cause was determined to be a malfunctioning speaker. The speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a primary audible alarm. There was unknown patient involvement and unknown patient harm.